Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller is in a case to replace the ins with a 97715. The caller indicated that when the lead tails were removed there was some brown corrosion around the proximal electrodes. The caller indicated that it appeared that some medical adhesive was used around the header block. When they tested initially they got no connection on electrodes 0 8 7 and 15. They reseated the lead tails and 7 8 and 15 were still out of range. When the lead tails were connected to a wens they got impedance values of all 750-1000ohms. The issue was not resolved through troubleshooting. The surgeon was going to attempt to clean the leads again and clean the header block to try to get connectivity.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)product type: 0200-lead; implant date (B)(6)2014; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2014, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare provider. It was reported that the cause of the impedance issue was not determined, and the most likely cause of this issue was not known. The cause of the brown corrosion was not determined, and no further actions were to be taken to resolve this issue. The issue was noted as being resolved, and the device was still in use.